Manufacturer narrative:
This complaint will be updated once investigation is complete. Trend will be evaluated.

Event description:
Allegedly the patient was revised due to falling and tearing her mcl (left).

Manufacturer narrative:
Updated part and lot number.